Event description:
Received the following report from baxter, "customer reported that in 2005, when they were about to disconnect the subcutaneous set, they had noticed bleeding in the tubing. The needle from the subcutaneous set had become separated from the tubing. X-rays were performed and identified the needle in the patient's leg. The subcutaneous (sc)butterfly was in the right leg, mid thigh. The sc butterfly was primed with dilaudid. The physician orde3r was for dilaudid 4 mg, sc butterfly. The set was inserted initially one month ago. No additional information was available.